Event description:
It was reported the customer was hospitalized with high blood glucose. Customer stated they were hospitalized in (B)(6) 2014. The customer's blood glucose was 437 mg/dl at the time of admission. Customer stated diabetic ketoacidosis was the cause of their hospitalization. The customer was treated with fluids for their high blood glucose and then released. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.